Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, it was reported that the programming system was not functioning. The usb serial cable was replaced and the issues resolved. The suspect serial cable has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis was completed on the serial cable on (B)(4) 2016. The cause for the serial cable failure was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable printed circuit board, no further anomalies were identified.